Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope displayed an unknown communication error during inspection for use prior to the operation. The procedure was completed with a different device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error e216 occurred during angulation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a broken wire or short circuit resulting from the angulation mechanism's operation. Olympus will continue to monitor field performance for this device.